Event description:
(B)(6) study. It was reported that aortic valve thrombosis occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the procedure. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then a 25 mm lotus edge valve was implanted successfully. Balloon valvuloplasty was not performed. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The following day, the subject was discharged on aspirin and clopidogrel. Thirty-six (36) days post index procedure, during protocol required 30-day follow up, 4d CT scan of the heart revealed prosthetic aortic valve thrombosis. The subject was diagnosed with prosthetic aortic valve thrombosis. At the time of the event, the subject was on heparin, aspirin and clopidogrel continued. No action was taken to treat the event. At the time of reporting, the event was considered resolving.